Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the device failed step 1027 because its liquid crystal display had missing segments. Analysis further noted that its upper and lower cases were broken and contaminated, the battery release, lead flex cover and battery flex were contaminated, the control knobs, two side bail covers, the ring cover, two case screws, the ring cover screw, two side bails, the ring, the battery drawer and the battery drawer o-ring were missing, the battery contacts were compressed and the keyboard pad was scratched. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.